Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed because the patient's wife did not wear a mask when the patient was connecting, which is a use error that can cause peritonitis. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information provided by a nurse in the (B)(6) of did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began dianeal pd4 ambuflex and extraneal viaflex intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient's wife did not wear a mask when the patient was connecting, which resulted in peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The patient was still hospitalized. It was unknown if the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy on (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse regarding this patient. The nurse reported that the patient was recovering and has had his catheter removed on an unknown date in (B)(6) 2012. He was treated with antibiotics and has been switched over to hemodialysis until the can place a new catheter in the patient. The patient has been retrained on proper technique and wearing masks while connecting. No further information was given at this time.